Manufacturer narrative:
Items returned for evaluation: pusher and implant. Items not returned for evaluation: microcatheter. The visual analysis of the returned device found that the implant was not attached to the pusher, and the pusher exhibited multiple kinks along the hypotube. The implant was returned damaged and separated from the pusher with the monofilament exposed. The exposed monofilament was found to have a broken tip, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher exhibited multiple kinks along the hypotube and the implant not attached to the pusher, but no indications of activation using a detachment controller were observed on the pusher heater coil. The implant was found to be damaged and separated from the pusher with the monofilament exposed. The exposed monofilament was found to have a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to include evaluation results.

Event description:
As reported, a 67-year old patient with sub arachnoid hemorrhage, during the treatment with hydrocoil, this one has been detached alone without control. The patient is reported good, no consequences on the clinical outcome.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complication associated with use of the device.